Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize that paddles were connected. The customer tried multiple times, however, each time it would continually prompt "connect cable" even though it was properly connected. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not recognize that paddles were connected. The customer tried multiple times, however, each time it would continually prompt "connect cable" even though it was properly connected. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the top case of the device and resolved the reported issue. After completing other unrelated repairs, physio observed proper device operation through functional and performance testing. The device was returned to the customer for use.